Event description:
Event description guidant received information that this pacemaker could not be interrogated and had no magnet response. The field representative indicated that the device appeared to be pacing vvi at 65. When quickstart is selected, the programmer gives an out of range message. When the specific device is selected from the programmer, the programmer indicates that the device is not supported by the programmer, 2892 v. 1.23 software was used.